Event description:
Nursing assistant turned resident on side to provide cure. Resident started to roll off bed and nursing assistant could not stop the resident from falling. The fall resulted in a fractured femur. Facial head contusion, nasal forehead abrasion. I do not believe this a medical device failure. We have used this product for many residents for many years without incident. I am filing this report only because the mattress was in use at the time of the accident.